Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified lesion. A 2.50x32mm promus element plus stent was selected to treat the target lesion; however, the device was unable to cross the lesion. When the device was removed from the patient, it was noted that the tip of the device was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).